Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an non-specific issue with an scd controller. The unit was returned to a local covidien service center and the service technician found that the power cord had exposed wires.

Manufacturer narrative:
Submit date: 10/20/2013.an investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
One scd express was returned for investigation for the reported condition of; power cord has exposed wires. An internal visual inspection of this unit found it failed to meet operational specification due to the outer cord sheath being damaged, exposing the internal insulation and confirming the reported condition. There are no signs of exposed copper insulation, therefore there was no risk of a hazardous condition to either the patient or the clinical staff. The root cause of the power cord failure can be attributed to rough handling. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The power cord was replaced to correct the problem. The unit was fully tested and passed all operational specifications. Product scd express compression system was manufactured in 2006. The device history record was reviewed and all parameters and acceptance criteria were within specified limits when released. This information will be utilized for trending purposes to determine the need for corrective action.